Manufacturer narrative:
The reported issue was unable to verified and unable to be duplicated. The root cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device would not recognize defibrillation therapy cable. As a result ECG would not be obtainable through any means (ECG cable or paddles lead), need for therapy could not be determined.there were no reports of patient use associated with the reported event.

Manufacturer narrative:
Stryker field service representative evaluated the device and was not able to duplicate the reported issue. After unrelated repairs were performed, a proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted stryker to report that their device would not recognize defibrillation therapy cable. As a result ECG would not be obtainable through any means (ECG cable or paddles lead), need for therapy could not be determined. There were no reports of patient use associated with the reported event.